Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that their blood glucose levels were 26 mmol/l (468 mg/dl) while wearing the pod between 37 and 48 hours on their arm. Fluid was noted to be leaking and upon removal of the pod, the cannula was bent. Hyperglycemia treated with a new pod and pen correction.